Manufacturer narrative:
(B)(4). Visual inspection found a 1mm area that was melted down to bare metal. The device failed hipot testing. The burned area may be from touching a metal object, such as a mouth guard. The tube insulation was scraped from the burn hole to the tip of the device as if the device contacted a sharp object. The IFU warns that only the tip of the suction coagulator should make pt contact. No other portion of the shaft should be in contact with the pt or metal instruments.

Event description:
The customer reported that the doctor was doing an adenoidectomy on a pt using a suction coagulator with a conmed generator set on 30 spray. During the procedure, the doctor found a very small hole in the insulation on the instrument which the customer believes caused a minor burn to the pt's mouth. Upon initial testing, qa found the device failed hipot testing.